Manufacturer narrative:
The manufacturer received a report that a sterile probe cover (pc3787), lot 7325la0100 (B)(4) unit), had a large hole/incomplete seal at the seam. No sample was returned; an image was provided and the complaint was confirmed based on the customer report and image review. Review of the edhr for lot 7325la0100 (B)(4) units manufactured 12-13 aug 2025, 1st and 2nd shift) identified no related nonconformances and the lot was manufactured and released per approved procedures. The investigation concluded a potential cause of manpower/procedure not followed (associate may have not actuated the vertrod sealer for the side seam; once folded, side seals cannot be visualized). Risk was assessed as low (risk level 1); no field action was required. A complaint notification/quality alert was issued on 17-mar-2026 and retraining was completed on 25-mar-2026. The issue will be tracked and trended (first similar incident for pc3787 within one year).

Event description:
On 27-feb-2026, the user facility reported that one (1) sterile probe cover (pc3787), lot 7325la0100, had a large hole/incomplete seal at the seam. No sample was returned; an image was provided and confirmed the incomplete seal. No patient injuries, infections, or complications were reported.